Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received a message indicating there was 0 units remaining in the cartridge, and instructed the customer to change the cartridge. Customer's blood glucose level was 100-200 mg/dl. The customer changed multiple cartridge and was able to successfully resume insulin delivery.